Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user is stating that someone was sitting in the middle of the bed, and the bed end dropped.